Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the morphine daily dose and concentration was flex mode with a daily dose of 190mcg/hour with a bolus 20% of daily dose and being a maximum of 4 times/day. The physician noted regarding the patient treatment that the patient had frequent pain peaks but it has not been any relation with the synchromed ii pump but rather related to psychiatric disturbs. Since the beginning of treatment with synchromed ii pump, the patient did not have a favorable response and it kept that way until present. There are around two weeks that the patient has been using their personal therapy manager (ptm). The physician did not believe that synchromed ii presented any kind of issue. "Once," the patient had a history of complaining a lot, increasing problems, and demanding constant attention from the medical team. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had fell, a ¿light¿ fall. On (B)(6) 2015, someone was driving the car out of her garage and the back of the car hit her hip and she fell on her back. Reportedly, the patient was not injured and she did not fall on her pump but rather on her back. She ¿called¿ on her back into her house after. Some hours later she felt a lot of pain throughout the whole body and she contacted her physician. The physician reportedly told her that a light fall could not have stopped her pump. However, after some time her pain became unbearable and she had went in earlier to her refill appointment on (B)(6) 2015 to ¿have the pump turned back on.¿ upon aspirating the pump, a volume discrepancy was noted with an expected reservoir volume (erv) of 5 milliliters (ml) and an actual reservoir volume (arv) of 20 ml. The physician told the patient that after her fall the pump lost its program;¿ programming error occurred and the pump had to be reprogrammed. After four hours of the pump programming and refill the pain went away. Reportedly, the medical team treated the patient ¿like she had a depression condition¿ and it was why the patient complained a lot about pain. However, the patient shared that anyone with a lot of pain such as a recent divorce, the loss of child custody, and unemployed would be very depressed but she was not crazy. Currently, the pain was under control and that the pump was working, although, sometimes she felt some pain. At the time of the report the patient's status was reported as alive-no injury. It was unknown if any diagnostic testing or troubleshooting occurred. The issue was reported as resolved but it was unknown if the cause was determined. This device system delivered morphine. Additional information was requested to verify the current patient status and additional details regarding the pump programming. Should additional information be received a supplemental report will be filed.